Event description:
Reporter alleged obtaining a discrepant blood glucose result of 60 mg/dl back to back with a result of 100 mg/dl on the compact plus system when testing was performed within 10 minutes. Reporter indicated that she was experiencing some hypoglycemic symptoms after the first result was obtained and she self-treated with orange juice. Reporter stated she also went to the hospital about 2.5 hours later and they gave her a shot for her nervous stomach. Reporter stated that hours after that, a result of 80 mg/dl was obtained on their system, then she was given an IV of what believes was insulin, oral medication, and food. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.